Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and three reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the stapler revealed no abnormalities. Visual inspection of the cartridge noted that the reloads were fully applied. Functionally, the instrument was loaded with a pmv reload and applied to test media with proper transection and staple formation. During functional evaluation, the reloads were loaded into the instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. In addition, the anvil was severely bowed. This was an indication that the anvil was deformed at the clamping feature. Further functional testing found the stapler and reloads to apply to test media with proper transection and staple formation, and cycle without hesitation or binding. Functional testing also confirmed the safety interlock feature successfully prevented the reloads from cycling again. Replication of this condition may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: ¿preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter during a bypass procedure, the staple line was not complete with two of the firings. The staples were partially formed and not closed completely. The reload did not partially fire, it fired the entire length. The surgeon oversewed the staple line to close and opened a new stapler to finish case. No unanticipated tissue loss. No extension of incision. No extension of surgery time. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4)